Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported that the ultrasound for PICC catheter implant, presents issues in identification of the end of the intracavitary electrode.